Manufacturer narrative:
Bci field service engineer (fse) visited the site on (B)(4) 2011, and replaced valve assembly.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to ongoing problem with flood in vacuum accumulator on unicel dxc 600 pro synchron clinical system. The customer visually checked the vacuum canister and noted that it was full. The waste exit sump was also full and fluid leaked out on the hydropneumatic tray. The customer had manually emptied the canister using personal protective equipment before contacting bci. There was no exposure to uncovered wounds or mucous membranes, and no injury was reported.